Event description:
It was reported when using the bd preset¿ arterial blood collection syringe during use arterial blood reaches the outside of the test tube through the sealed piston. The following information was provided by the initial reporter. The customer stated: \nurses collect arterial blood gas analysis for patients, and the operation is compliant, when collecting, arterial blood reaches the outside of the test tube through the sealed piston, discards it and collects again.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage.